Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) 2 needles would not allow insulin to flow thru it. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 2 pen needles that went onto pen. However would not allow insulin to flow thru it. Caller has vision issues. Not able to check the non patient end needle.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) 2 needles would not allow insulin to flow thru it. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 2 pen needles that went onto pen. However would not allow insulin to flow thru it. Caller has vision issues. Not able to check the non patient end needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) 2 needles would not allow insulin to flow thru it. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 2 pen needles that went onto pen. However would not allow insulin to flow thru it. Caller has vision issues. Not able to check the non patient end needle.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.